Manufacturer narrative:
A component of the superdimension system, case recordings, has been received and is under evaluation. When the evaluation is complete a follow-up report will be submitted. Lot numbers are not available for the biopsy tools so no investigation can be performed. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient was hospitalized overnight and released. The physician stated he had difficulty obtaining an adequate plan for the case. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
A component of the superdimension system; case recordings, were returned and evaluated. The evaluation resulted in no problem found.